Manufacturer narrative:
Investigation conclusion: retain testing of m312 kit #228817 yielded expected results. Customer complaint of false positive results could not be replicated. Through interview and investigation, it was found the customer was not performing required routine instrument maintenance as well as running required quality control samples. Contamination of the sample is suspect. All testing performed after decontamination procedure performed as expected. Root cause: can not duplicate with retain testing / customer not following required procedure. Source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer states the testing was on an asymptomatic employee sometime in ( 2023 and was found negative by another molecular method (send out). Through investigation it was found routine maintenance and qc were not being performed routinely on the instrument. Contamination of sample is suspect.